Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4) was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. G3: date received by manufacturer - additional. H2: additional information - correction. H6: investigation findings - correction - missed on supplemental. H6: investigation conclusion - correction - missed on supplemental.

Event description:
Subsequent to the initial MDR, a correction is required.